Event description:
It was reported that the user contacted support regarding meal announcements while experiencing a low blood glucose, with a current glucose of 66 mg/dl and no symptoms and was educated to announce meals when glucose is stable and in range; the user is new to the ilet and is likely in the adaptation phase. Investigation included a review of device use and user education. Investigation of this case revealed user-related factors during early adaptation and no device malfunction reported. No symptoms associated with low glucose reading. Outcomes included no injury, no medical intervention. It was concluded that the event was consistent with hypoglycemia of unclear cause with appropriate self-treatment and education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.